Manufacturer narrative:
Medtronic received the following information from a journal article entitled; lessons learned from open surgical conversion after failed previous evar. Georgiadis gs, argyriou c, antoniou ga, nikolopoulos es, kapoulas kc, schoretsanitis n, tasopoulou km, koutsoumpelis a, georgakarakos e, lazarides mk. Annals of vascular surgery. 2021 feb;71:356-369. Doi: 10.1016/j.avsg.2020.08.122. PMA number estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant, talent, valiant stent grafts and non mdt stent grafts were implanted in patients in the endovascular treatment of various aortic pathologies on unknown dates. These patients required late open conversion repair between 63.6 ± 33.8 months after the initial evar. The following malfunctions reported after evar; type ia, ib, ii, iii endoleaks, migration, loss of seal the following adverse events; infection, ischemia, rupture, fistula, aneurysm expansion, occlusion/thrombosis <(>&<)> interventions patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.